Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a starclose se device after a renal interventional procedure. Reportedly, the device was difficult to remove. Per the instructions for use, the release mechanisms were used, however, the device was still stuck in the patient anatomy. The device was then forcibly removed and hemostasis was achieved by the clip. Manual arterial compression was also applied for ten minutes. There was no reported adverse patient sequela. No clinically significant delay in the procedure or therapy was reported. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the starclose se device was received fully clip deployed and in the access port retracted configuration. The deployed clip was not returned. The sheath was fully slit and undamaged and the delivery tube was undamaged and properly aligned for the access port retracted state. All four vessel locator wings (vlws) were broken and the pusher body joint was intact. The vlws were inspected and were complete and securely attached to the vessel locator assembly. Damaged vlws can be caused by numerous factors including, but not limited to manufacturing, user technique and anatomy. During manufacturing the lot is visually inspected for proper vlw manufacture, deployment, retraction and a sampling of completed starclose se units from the lot are functionally and destructively tested to verify proper device operation. Anatomically, there was no reported information that would have contributed to the event. Technique may have played a role, but cannot be confirmed. During device deployment, distal directional forces can be applied to the deployed vlws from tissue compaction between the clip delivery tube distal end and vlws during the deployment of the thumb advancer and travel of the delivery tubeset through the tissue tract, possibly preventing correct vlw retraction into the delivery tube after clip deployment, bending and in some cases causing breakage of the vlws. This may possibly be due to an insufficient nick and spread incision. However, there was no report of difficult insertion or deployment of the device indicating the nick and spread was likely sufficient. Based on the investigation the cause for the event is undetermined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there is not indication of a specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.